Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 100-155 mg/dl, and the meter bg readings were 50-103 mg/dl. No additional patient or event information was available. Reportedly, the customer performed a calibration and cgm readings became accurate.